Event description:
Device 1 of 2. Ref mre reports: 1627487-2014-02316 and 1627487-2014-02317. The pt was implanted with an scs system for peripheral (off-label) stimulation therapy. It was reported, the pt's scs stimulation is not soothing. The pt stated her stimulation is uncomfortable and painful. The pt's physician believed the pt's surgical incision has not scarred in and is causing the issue. The physician advised the pt and wait and allow more time for the surgical incision to heal. Follow up on (B)(6) 2014 identified a sjm rep met with the pt and the issue has not resolved. The pt continues to experience uncomfortable stimulation. Reprogramming attempted by the rep did not resolve the issue. Additional follow up on (B)(4) 2014 identified the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.